Manufacturer narrative:
All operating currents tested within spec range. No unexpected low battery alarms noted. Cracked battery tube threads, reservoir window and cracked reservoir tube lip noted during visual inspection. Compromised force sensor system alarmed during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in force sensor resistor. Moisture damage also noted motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was performed. The device was returned for analysis.